Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer auxiliary 3 had failed. The field service engineer found that the auxiliary drawer 3.1 drawer controller board had failed, and no lights were present. The fse then replaced the drawer board, checked components, reseated cables, and performed functionality testing. No further issues were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer reported that the drawer 3 of the aux was failed. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.